Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a coronary angiogram was performed on a patient and femoral closure performed using angio-seal device. Patient developed a hematoma and pseudo aneurysm on (B)(6) 2020 and was transferred to a different hospital. The patient status was unknown. The case was completed without complication. Additional information was received on 02july2020: sheath size was 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram performed. Stick was not considered high access. Nothing remarkable occurred during closure, and hemostasis was achieved with the angio-seal. Additional information was received on 06july2020: patient remained in the hospital due to hematoma and pseudo aneurysm. Multiple sticks were not performed to gain arterial access. Puncture site was bit below the common femoral artery or a low stick. Testing performed to diagnose the pseudoaneurysm was an ultra-sound.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.